Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical discectomy surgery. During surgery, while the surgeon was taking off the disc, the handle of the rongeur broke. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the front handle was broken off the micro-pituitary. The break appeared to have been caused by side force placed on the handle through a twisted motion. The upper jaw at the tip of the pituitary had also been sheared at the locking pin hole. This appears to be the result bend stress overload. If information is provided in the future, a supplemental report will be issued.